Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number 8n6qwn. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was incomplete therefore it failed. A review of the share logs was performed and no date was found for serial number 8kdqwr within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.